Event description:
It was reported patient presented in clinic for device check. Oversensing was noted on stored egm. Device was post paced t wave oversensing on ventricular channel. Programming changes were made to device and patient remained asymptomatic.

Manufacturer narrative:
.